Event description:
It was reported that detachment of the pigtail of this ureteral stent was noted upon opening of the package. Another device was used to successfully complete the procedure. There were no patient complications.